Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 694765 lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial undersensing. Due to atrial undersensing, the algorithm on the implantable cardioverter defibrillator (ICD) was unable to detect it as atrial tachycardia/atrial fibrillation. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted an unexpected shock occurred on 2014-(B)(6). Atrial undersensing occurred during atrial fibrillation (af) episode which was detected as ventricular tachycardia (vt).